Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydro thermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed (B)(6) 2016. According to the complainant, fluid loss alarm was displayed towards the end of the ablation phase and leak was noted at the cervix seal. The procedure was aborted due to this event. It was reported that patient sustained burn on the posterior side of her cervix and was treated with silvadene cream. On (B)(6) 2016, the patient was seen by the physician and burn cream was applied on the affected site and continue to monitor the healing process. An additional attempt has been made to obtain follow up event details with no response from the clinician.